Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported thrombus cannot be determined. The reported thrombus as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report thrombus. It was reported that a patient presented with grade 3 functional mitral regurgitation (mr). The patient was noncompliant with the medication as prescribed for a mitraclip procedure. In preparation for the procedure, the patient was anticoagulated. While the guidewire was inserted, a thrombus was noted. The activated coagulation time (act) was measured and the patient was re-heparinized. The procedure was continued and the another thrombus was observed in the left atrium while opening the clip arms to grasping arm angle. The heparin level was controlled. Post-procedure, one more thrombus was observed against the aorta. Anticoagulation treatment was increased. The mr was reduced to grade 1 and the thrombus spontaneously resolved. It was noted that the act was 220, but increased to greater than 300 later in the procedure. There was no device malfunction. No additional information was provided.